Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer originally reported the needle detached from the hub. Per additional information received from the customer, the customer stated the incident was for leaking at the hub, the needle did not detach. The customer reported they noticed they were having trouble drawing up the med and made sure it was secure, noticed bubbles around the hub. This corrected data was originally submitted vie emdr on 09/22/2014 but the emdr was blank. A follow-up 2 is being sent 9/26/2014.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer stated the needle detached from the hub prior to use on a pt.

Manufacturer narrative:
A lot number was not provided with the complaint. A review of the lot history records is not possible without a lot number. There was no process or material changes within the last 12 months related to this type of issue for this product. A review of process monitoring data and a review of the machine setup could not be conducted without a lot number. There were no samples submitted with this complaint. The issue reported by the customer could not be confirmed. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issues reported by the customer could not be determined without an actual sample to examine. The most likely root cause is an issue with the adhesive dispensing station. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are examined visually for properly applied adhesive and samples are tested for cannula to hub bond strength. A reaction plan was added to the procedure for adhesive dispense tips that are found to be out of alignment when the assembly machines are running. A standard work procedure for setup of the adhesive dispensing station was created. This information will be utilized for trending purposes to determine the need for additional corrective actions.